Event description:
Procedure: hernia. According to the reporter: this patient, who was part of a covidien study, had a hernia repair on (B)(6) 2013. On (B)(6) 2013, a small leakage from the incision site was noted. Antibiotics were prescribed. This was noted to be resolved on (B)(6) 2013. According to the principal investigator, the relationship to the device is unknown/impossible to determine.

Manufacturer narrative:
(B)(4).